Manufacturer narrative:
Investigation: this complaint was evaluated. No photo or samples were received, and the lot number of the product was not provided. Without the lot number, the device history records and internal nonconformity database could not be checked. A review of historical data identified together three similar complaint within the last 12 months related to incorrect coude tip alignment. No internal nonconformities were recorded for incorrect coude tip alignment. A CAPA was opened in november 2022 for incorrect coude tip alignment. As part of the corrective actions, the tolerances for the tip/funnel indicator control were tightened on machines used for gc glide tiemann production. This change was also added to process instruction to make sure the new tolerance limits are clearly defined and controlled. The CAPA was closed at the end of may 2023. A review of production line controls was performed based on g805311 and tm 422. Connector orientation and coude tip alignment are part of the standard in process visual inspection. Product was produced according to drawing 60099. All required controls are implemented, active, and adequate to detect issues related to connector orientation. No deviations in the defined controls were identified. Because no lot number was available, batch specific checks could not be completed. However, a process level review confirmed that production instructions, inspections, and control steps are in place, and no abnormal conditions were recorded for this product type. Based on the available information, there is no indication of a manufacturing issue. No root cause could be identified due to the missing lot number. The issue will continue to be monitored, and relevant actions will be taken if a trend is observed. This issue will be monitored through the post market product monitoring review process, (B)(4). FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports the notch indicator is not completely aligned perfectly with the coude tip. He reports some can be off by 40 degrees and up to 90 degrees. He said he usually notes this difference and takes it into account with cic as if it is not correctly positioned, he cannot get it through his prostate. No harm was reported. This emdr is to address the unknown lot and market unit.